Event description:
The patient's device was checked and they presented with low lead impedance. No known surgical intervention has occurred to date. No other relevant information has been received to date.

Event description:
Information obtained that the patient recently had a heart attack and a physician assessed that the cardiac event could have been caused by the vns device. Internal data from the patient's generator from (B)(6) 2019 - (B)(6) 2020 was also received and reviewed. It was found that low impedance was first observed on the patient's device on (B)(6) 2020. The data also showed that the patient's device was disabled. No known surgical intervention has occurred to date. No other relevant information has been received to date.

Manufacturer narrative:
E4 initial reporter also sent report to FDA, corrected data: initial report inadvertently listed wrong unknown.